Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open positions. The mlla (male luer lock adapter) and collet knob were loose. The polyethylene terephthalate tubing [pett] measured 2.9 cm in length. The cannulated handle was pulled out of the collet and was bent over at the edge of the pett. A wire was protruding the cannulated handle on the proximal end by approximately 5mm. The protruding core wire was bent at 4mm. The stylet was not moving. The basket formation was intact. Functional testing determined the handle does not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. It is likely that the cannulated handle separated from the collet during use of the device, and the other damage occurred subsequent to the separation. Possible causes for the separation of the cannulated handle and collet knob: the torque drive was not used during handle assembly, a manufacturing issue. During use, procedural factors placed an abnormally large amount of the force on the device, causing the cannulated handle to pull free from the collet knob. The collet knob was found to be loose on the returned device: the knob may have been loosened by user in an attempt to adjust the functioning of the device. There is not enough evidence available to make a conclusive determination of the cause of the cannulated handle separating from the collet knob. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a transuretheral lithotripsy, the user tested a ncircle tipless stone extractor and found it worked as intended. The extractor was then inserted into an endoscope and was advanced to a ureteral stone. The extractor was then opened in an attempt to "catch" the stone, but the extractor did not close. The device was then removed and another ncircle tipless stone extractor was used to finish the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence.